Manufacturer narrative:
The customer¿s products were requested for return, but the customer had used all of the tested strips so they were no longer available. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 3.5 inr and the result from the laboratory within one hour was 2.5 inr. The therapeutic was 2.0 - 3.0 inr.